Event description:
Per the clinic, the patient experienced wound infection at the implant site (date not reported). Subsequently, the patient was hospitalized on november 19, 2023 and was treated with oral antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on april 09, 2024.